Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe. As per the investigation procedure, wear abrasion and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a2, b3, d6b, d9, g2, h3, h6

Event description:
Patient called to report left side liquid around implant and pain. Healthcare professional called to report exchange with no complaint against the device. Later, healthcare professional reported " capsular contracture. Baker grade iii". Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: liquid around implant and pain.

Event description:
Patient called and reported left side liquid around implant and pain. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, a6, b5, h3, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional called to report exchange with no complaint against the device. Later, healthcare professional reported " capsular contracture. Baker grade iii". Device was explanted and replaced.